Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is an off label usage of the device, on (B)(6) 2025. On 09/14/2025, it was reported that the patient began feeling extremely unwell with difficulty walking, when the mobile device showed "sensor failed" 3 days after the sensor was put on the abdomen. The last known cgm was not documented. Per documentation, the patient could not tell if his sugar was high or low since there was no readings at all. It was not documented whether he used a glucometer. He attempted to reach his insulin pen and recognizing the severity of his symptoms and fearing a potential medical emergency, the patient decided to contact 911. Emergency responders arrived promptly and provided assistance. When the ambulance arrived paramedic helped the patient to check his sugar level and it was around 380 mg/dl. At that point, the patient was able to administer his fast-acting insulin using the admelog solostar pen. The patient also took pain medication and basal insulin. After receiving the insulin, the patient reported feeling completely fine. His symptoms subsided. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.